Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing an acetabular cup inserter on (B) (6) 2010. During the procedure, the locking mechanism on the cup inserter instrument came apart. The surgeon was able to locate the fractured piece, and there was no delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
Response to FDA - the following is a response to the additional information request letter dated may 21, 2010 received from the FDA for subject report (B) (4). The subject report number is associated with manufacturer report number 1825034-2010-00102. Visual examination/evaluation of returned device found evidence of scratches and wear marks along the shaft component of the instrument. The lock body weld fracture shows a brown discoloration that may be attributed to heat discoloration. The weld fracture surface was found to be mostly spherical with surface artifacts and features. No evidence of tab-hole or body-boss remnants were present on the weld artifact therefore, evidence suggests the weld penetrated at least .50" and fused the two pieces together. Biomet includes a precaution statement within the package insert provided with every hip implant. This package insert includes the following statement: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Design changes have been made to the weld operation changing it from a laser weld to a tig weld operation in an effort to provide a more robust weld. The device subject of this complaint was previously changed from the laser weld to a tig weld as the result of a recall action (B) (4). One additional report has been received (B) (4) subsequent to the design changes to the weld operation and MDR was filed related to the event (reference 1825034-2010-00080). Further design enhancements include a rivet operation with an orbital riveter in this location. The design of the lock mechanism was made to aid in the disassembly of the components for cleaning purposes. Sales associates are instructed on how the lock mechanism feature works and additional instruction is available to the sales force electronically if required. The lock mechanism failure was not attributed to user technique. (B) (4)

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on march 30, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. (B) (4)

Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing an acetabular cup inserter on (B) (6) 2010. During the procedure, the locking mechanism on the cup inserter instrument came apart. The surgeon was able locate the fractured piece and there was no delay to the procedure or injury to the patient as a result.

Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing an acetabular cup inserter on (B) (6) 2010. During the procedure, the locking mechanism on the cup inserter instrument came apart. The surgeon was able locate the fractured piece and there was no delay to the procedure or injury to the patient as a result.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found that the weld failed.